Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neuro stimulator (ins) for non-malignant pain . It was reported that the patient was having difficulty charging and poor communication. The patient said he saw the reposition antenna screen and is unable to charge ins. The patient said he has been trying to reposition the antenna several times. The patient said he was also having problems with the programmer. The patient stated that the last time they were able to successfully charge implantable neuro stimulator (ins) was (B)(6) 2017. The patient said he always charges implantable neuro stimulator (ins) gully and charges weekly. The patient tried to connect with patient programmer and was getting poor communication on programmer. Troubleshooting was done and the issue was not resolved. Patient redirected to health care professional (hcp) to get device checked. No patient symptoms or complications were reported.